Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2017, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial# (B)(6), ubd 2019-04-28, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions taken to resolve the twisted pump was the pump was ¿flipped¿ immediately after the last surgery to repair a ¿kinked¿ catheter. It could not be rotated by manipulation. The twisted pump has not been resolved. The patient was scheduled for a revision by the physician at least 3 times and the patient cancelled and was no longer their patient. In regards to if it was confirmed that the catheter was kinked this healthcare provider reported that the catheter was not revised after the revision. The pump was ¿flipped¿ on the first refill. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jun-30, additional information was received from the patient, via a manufacturer representative (rep). It was reported that on (B)(6) 2021, the pump was found to be flipped in the pocket and they could not flip it right side up. They were able to manually turn the pump enough to update with the tablet and turn the pump to minimum rate. The patient was scheduled for surgery on (B)(6) 2021 to relocate their pump from the right abdomen to the right flank. The patient stated that the pump location in the abdomen was uncomfortable and the pump was flipping in the pocket. The patient reported no falls or injuries related to the flipping of the pump. During the procedure, they tried to aspirate the catheter and could not. The old catheter was partially removed with the other portion tied off and left implanted. A new 8780 catheter was implanted and had good flow. The pump was filled with pfns. The pump was relocated and anchored to prevent future flipping. The issue was resolved at the time of this report. The direct cause of the pump flipping was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer (con) regarding a patient who was receiving morphine (unknown concentration at unknown dose) and unknown drug (unknown concentration at unknown dose) via implantable pump. It was reported that patient's pump became twisted and the healthcare provider (hcp) was having a hard time filling the pump and needed to access the port from behind. It was noted that the hcp then twisted the pump back but the patient stated "it has never been right since then" and it has been determined that the catheter may be kinked. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. The event date was asked but unknown.